Event description:
The dragonfly catheter was not purged properly so when purged in the rca prior to oct imaging the captured air was introduced into the artery. The pt experienced chest pain and medications were administered. The pt was stable following the event.

Manufacturer narrative:
It was reported that the event was not device related but occurred due to the air not being fully purged from the catheter prior to use, as instructed in the IFU. No product was returned. Review of the device history record confirmed all mfg processes were completed and the device was mfg in accordance with sjm specs.